Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the thoracic implantable pulse generator (ipg) site due to the larger size of the primary cell ipg. Additionally, the physician assessed that the patient will need future magnetic resonance imaging (MRI) therefore, the patient underwent an explant procedure during which the primary cell ipg was removed. The explanted device will not be returned as it was retained by the medical facility. The patient was doing well postoperatively.